Event description:
Customer received discrepant ammonia (nh3) results for one patient sample. Exact date of initial and repeat testing was not provided. Initial result gave negative 7.0; repeat gave 8.5 umol per l. Sample was repeated twice on other c501 at customer site giving 57.6 umol per l, each time. Sample was repeated on original analyzer with a new reagent cassette, giving 4.8 umol per l. A second sample was obtained from the patient - date of collection and testing date was not provided. This second sample was run on both c501 analyzers giving 64 umol per l on original analyzer and 56 umol per l on other c501 analyzer. User said the next day all patient samples were measured and declared all samples are okay. No information provided if erroneous results were reported or if patient was adversely affected. The investigational unit could not identify a clear root cause, as the patient samples as well as the raw data were not available for further investigation. It was noted a reagent problem was unlikely as it had been a single incident, only one sample affected. Controls were not affected, and other samples had not been affected. Also noted inhomogeneity in the actual sample and pre-analytics may have caused the discrepant results.